Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 59.11 with reagent lot 17239m500 and repeat results of 70 to 95 with reagent lot 18067m500. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was reviewed because the customer initially reported that they also saw a shift in patient results. However additional information was provided which indicates that the elevated patient results were generated while controls were out of range, and therefore invalid. The testing met acceptance criteria. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.